Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision where the ipg was relocated per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.